Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Sterile part: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: october 01, 2015. Expiry date: september 01, 2025. Non-sterile part: manufacturing location: (B)(4). Manufacturing date: august 18, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a surgery in segment l5/s1 on (B)(6) 2016 with matrix system. On (B)(6) 2016 the patient underwent a revision procedure due to the dislocation of the screws. The surgeon felt the screws were not well placed due to the patient's obesity and poor fluoroscopy. The revision procedure was done to bring the pedicle screws into a better position. The patient had no pain and is reported as fine now. This is report 1 of 4 for (B)(4).